Manufacturer narrative:
(B)(4). Packaging problem. Information handed out to the operators in the assembly line. Reference: (B)(4)

Event description:
On (B)(6) 2012, the customer stated that there was a blood leakage noticed on the de-airing line.